Event description:
It was reported, the patient has not used or charged the system for greater than three months. The sjm representative was unable to establish communication with the patient's external devices and extra external devices. It was reported, the patient wants the system explanted. The next course of action was undetermined.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.